Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the product (40841642) was generating repeated daily restock labels despite being at max par, while the other product (40841506) failed to generate restock/stockout labels when reaching minimum par. A technical support specialist (tss) confirmed no issues with formulary settings, bulletin configuration, printer functionality, or bulletin print service logs, though discrepancies were noted in database print records. The case was escalated to the interface team due to a suspected interface messaging issue with boxpicker, after which the device was removed and re-added to the inventory database and pocket loads were resent. Post-action, the abnormal label printing behavior stopped. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server restock label for 3 bags printed daily at 1 pm despite sufficient stock in the pyxis fridge, indicating a recurring system/threshold configuration loop. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.